Event description:
Healthcare professional reported left side rupture and silicone granulomas. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ granuloma: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed via sonogram. Healthcare professional later reported silicone granulomas via MRI. Healthcare professional additionally reported granulomas and device was not ruptured even though imaging confirmed left-side rupture. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Previous medwatch submission reported rupture. Unreporting the previously reported rupture since device was found intact upon explant. Additional, changed, and/or corrected data: b5, b6, d.6b, d9, h3, h6.

Event description:
The device has been explanted and replaced. Capsulectomy was also performed. A sticky silicone film was observed on the implant during surgery and device was not ruptured. Previous medwatch submission reported rupture. Unreporting the previously reported rupture since device was found intact upon explant.